Manufacturer narrative:
Additional information was received that no further course of action will be done at this time.

Event description:
A report was received that the patient was experiencing an intense and unusual amount of post-operative pain. The patient was prescribed medication for the pain. It was noted that upon wound assessment, it revealed no abnormalities. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing an intense and unusual amount of post-operative pain. The patient was prescribed medication for the pain. It was noted that upon wound assessment, it revealed no abnormalities. No device malfunction was suspected.